Event description:
A report was received from the competent authority notifying the MFR of a serious injury during use of this device. The hospital reported that during use of this temporary pacing electrode catheter for an aortic valvular replacement, the pt experienced cardiac tamponade following removal of the catheter. Per the info received, the catheter was inserted via jugular access and removed 1-2 days following the procedure. At this time, it is unk wheat type of intervention was required and no info has been provided as to the current status of the pt.